Manufacturer narrative:
Other applicable components are: product ID 3888es6, lot# n26753, implanted: (B)(6) 2003, product type: lead.

Event description:
A consumer reported their leads moved so the doctor had to go in to relocate the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.